Event description:
It was reported that upon post operative examination and via slit lamp examination, that the implanted intraocular lens (iol) was missing the multifocal echelets. Further, the patient reportedly was unable to see anything at her near distance vision. The patient underwent explant of the iol (B)(6) 2012. The replacement lens was a multifocal lens. An enlarged incision was necessary to remove the lens. The patient has reportedly recovered and is doing well.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the intraocular lens revealed the lens was manufactured according to specifications. All pertinent information available to abbott medical optics (amo) has been submitted.

Manufacturer narrative:
The serial number of the affected intraocular lens (iol) belongs to the manufacturing production order of a model zma00 with an 18.5 diopter. The returned lens was inspected at 10x magnification. The lens was received in one piece and had surface residuals adhered to both sides of the optic body compatible with handling the lens in an unsterile environment. The quality technician observed that multifocal rings were not present on the lens optic. Based on the optic characteristics observed it was confirmed that the lens received was not a zma00 model. The lens characteristics observed indicated that it was a model za9003 lens. The diopter measurement and product labeling was reviewed for the tecnis model zma00 multifocal lens. Lenses are measured for diopter one at a time and loaded into a lens case immediately after measurement. Once the lens is in the lens case, a label is attached having the unique serial number, model, and diopter information of that particular lens. No other lens production order is handled simultaneously in the same station. The investigation performed revealed that the process flow controls of the manufacturing area did not support any potential mix up condition. Based on the customer's order history, it was verified that the facility had previously purchased the za9003 lens model. The lens received for investigation was not model zma00 lens as initially reported. All pertinent information available to abbott medical optics (amo) has been submitted.